Event description:
Disposable clip applier test fired by surgical tech first. Surgeon fired clip number two to apply the clip to vessel prior to ligation, but the clip did not stay affixed to the vessel and came loose, which caused bleeding. The clip was removed from the abdomen. When trying to apply a new clip, the surgeon noticed that the next clip was not advancing in the clip applier (the clip wasn't advancing to the end of the jaws). He had to get a new clip applier to complete the procedure.